Manufacturer narrative:
(B)(4). This event information was provided to asahi intecc on 10/08/2015 with no apparent delivery delay. During processing of this incident information, attempts were made to obtain complete event from the user facility on patient and device information, however no tangible information could be provided. It was confirmed that the device was not saved by the user facility. Complaint and incident data log was reviewed for this incident, asahi intecc has not received the event information from the user facility, nor the device was returned to asahi intecc. Lot history review could not be performed because of no lot information available. Since all the devices are inspected during production process for meeting the products' specifications and shipping criteria, there is no indication of a product deficiency. Based on the obtained information, it is presumed that some force exceeding the product design limit might be given to the catheter during use, resulting the breakage of the tip at unidentified point. IFU describes "do not use in advanced calcified lesion." As contraindications and prohibitions. Warning section describes: - do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turn limit has not been reached. Continuing rotation may damage or rupture the catheter, or damage the blood vessel. - if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter with full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, and damage the blood vessel.

Event description:
Manufacturer became aware of this incident information by FDA's letter mw5044270 on 10/08/2015. According to the letter, male, admitted for cardiac disease. Pt underwent cardiac cath. During procedure, the tip of a corsair catheter broke from the main shaft and embedded into the left anterior descending vein. Tip retrieved without harm to the pt. Event date : (B)(6) 2015; report date : (B)(4) 2015; date FDA received : 07/10/2015.